Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip. The reservoir tube lip completely broken off and the test reservoir will not lock and click in place.

Event description:
The customer reported via phone call that the lip of the reservoir compartment was missing. The customer reported that the reservoir would not stay in place. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.